Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture for an unknown reason. The clinician contacted boston scientific technical services (ts) to see if the device could be programmed to pace the left ventricle only, thus electrically abandoning the rv lead. Ts advised that this was not an option for this device. At this time it is unknown what course of action was taken as attempts to obtain additional information have been unsuccessful.